Event description:
It was reported that the patient had several aborted episodes due to noise on leads. The noise was reproducible with isometric and positional testing. During explant, conductor cables were exposed. Patient has twiddler's syndrome.

Manufacturer narrative:
Analysis found external insulation abrasion at 12.4cm to 12.6cm from the connector pin and at 41.3cm to 42.2cm from the distal tip due to friction to the ICD can. Internal insulation abrasions were noted at 8.5cm to 12cm from the distal tip. Internal insulation abrasion was noted under svc shock coil at 24-25.5cm from the distal tip. The ptfe or etfe coating of the conductors was intact in these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.